Event description:
Customer reported that the t:slim x2 pump battery was not charging and a power source alert was visible in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to leave the wall adapter plugged into a known working outlet for at least 30 minutes, after which the pump began charging successfully with the original charging supplies. No further assistance was required.